Event description:
An olympus employee reported on behalf of a customer, during preparation for use, the endoeye flex deflectable videoscope had an image failure. The intended therapeutic procedure was completed without delay using a replacement device. There was no report of user or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were identified: due to damage on charge coupled device unit, image noise occurred, and the image could not be seen. Because electrical contact of video plug section was shaved, image noise occurred, and an image could not be displayed.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Blooming was occurring in the image. In addition to evaluation in b5, the bending section cover had a scratch. The adhesive on bending section cover had a chip. The control unit had a scratch. The switch button 1 had a scratch. The video connector had a scratch. The venting connector of the light guide connector was deformed. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to damage on the control section, the right/left lever did not move smoothly. Due to damage on lock engagement lever, bending section could not be fixed firmly. The video connector case had a scratch. The light guide cover glass had a scratch. The light guide connector had a scratch. The right/left lever had a scratch. Angulation lever had a scratch. The lock engagement lever had a scratch. The right/left plate had a scratch. The up/down plate had a scratch. Grip had a scratch. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to a defect of the image sensor unit, or the failure of the internal circuit board of the video connector or the system. Olympus will continue to monitor field performance for this device.